Event description:
It was reported that the patient received inappropriate high voltage therapy. Review of stored episodes revealed the inappropriate therapy was due to post-sensed t-wave oversensing due to low amplitude r-waves. Lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.